Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping noted. The device also had a small crack on the reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 175 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.